Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not providing power to the controller. The battery will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery ((B)(4)) was not returned for evaluation. The reported event could not be confirmed as the unit was not returned for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a battery not providing power can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, improper weld, and/or a soldering defect. If information is provided in the future, a supplemental report will be issued.